Event description:
The complainant reported the feeding pump underdelivered for two nights. On the first night, approximately 400ml was delivered over 11 hours (visual assessment). On the second night, approximately 570ml was delivered over 11 hours (visual assessment). Feeding rate was 800ml over 11 hours (70ml/hour).

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.